Event description:
The patient experienced a loss of therapeutic effect and a shocking or jolting sensation for the last 3 weeks. The patient visited the healthcare provider for programming. The physician programmer reported only data for that day's session. When electrode mapping was performed at 5 amps, the patient felt stimulation momentarily, then lost the sensation. Impedance measurements were within normal ranges. The patient was to follow-up with their healthcare provider on (B) (6) 2009. The patient was at the clinic in fair condition. Further information was requested from the hcp.

Manufacturer narrative:
(B) (4).